Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On sept. 5, 2007, the lay patient contacted lifescan (lfs) alleging that his one touch ultra meter did not keep track of his readings in the meter memory. The complaint was classified based on the customer care advocate's (cca) documentation. The patient said he was unsure when the meter issue started. The patient said he did not know how much insulin to take because the reported meter did not keep track of readings in memory. No specific info regarding the patient's diabetes treatment regimen was provided. No clarification as to why and how the patient depends on the meter memory for insulin dosage adjustment was provided. The patient said he had trouble with his vision. He said he took his usual diabetes medication; the medication name and dose was not provided. The patient said he experienced nausea, blurred vision, and weakness after the product issue started. He was unsure of the date that he received emergency services medical intervention and was given 90 units of insulin. The cca discovered that the patient stored the test strips incorrectly outside of the test strip vial, which can cause inaccurate readings. The cca noted that the patient was unable/unwilling to answer what results appeared in the reported meter memory. The meter, test strips, and control solution were replaced. The complaint is reported because the patient alleges he was unable to receive actionable readings on the lfs product and later received treatment with 90 units of insulin.